Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's eye. The lens was explanted on (B)(6) 2012, due to pressure issue that could not be controlled.

Manufacturer narrative:
Results - the lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions - based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - medical review. Results - medical review - review of this file indicates that the patient experienced increased intraocular pressure post-icl implantation. This adverse event is commonly caused by either retained viscoelastic, non-patent peripheral iridotomies or a lens that is too long for the patient's eye. The surgeon is advised to initially burp the paracentesis incision and observe for subsequent pressure rise, or enlarge the peripheral iridotomies if they are deemed to be closed. If the icl is too long, the lens will need to be explanted. Conclusions - based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, intraocular pressure rise, (iopr). (B)(4) - explanted. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the icl was implanted on (B)(6) 2012 in the patient's right eye (od).